Manufacturer narrative:
The insulin pump was received unable to prime during prime test due to faulty force sensor resistor also, unable to verify no delivery alarm due to prime anomaly. However, the insulin pump passed idle current test, run current test, self-test, off no power test, a21 error test, basic occlusion test, displacement test and rewind. Unable to perform occlusion test and no delivery test due to prime anomaly. No motor error alarm noted and the motor passed motor test. No scrolling numbers display anomaly noted. The drive support was inspected and no anomaly was noted. The insulin pump had cracked case at the display window corners, cracked battery tube threads, cracked reservoir tube lip and missing the end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had prime/fill anomaly. Customer's blood glucose at time of incident was 250 mg/dl. The customer stated insulin is squirting out during the manual prime process. Customer reported insulin continues to drip after letting go of the act button during the prime process. After the troubleshooting was done, customer was advised to revert to backup plan and pump is going to be replaced.